Manufacturer narrative:
This event was determined to be a duplicate to manufacturer report number 2916596-2021-00997.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 2916596-2021-01289 it was reported that the patient's white controller connector had one of its connecting pins broken off (and subsequently lodged in one of the ungrounded cable pin connections). Evaluation of the downloaded log file from the returned controller revealed a pump stop on (B)(6) 2021 at 03:53. The cause of the pump stop was suspected percutaneous lead issues.